Event description:
This is filed to report single leaflet device attachment/slda and recurrent mitral regurgitation. It was reported that the mitraclip procedure performed on (B)(6) 2020 was to treat degenerative mitral regurgitation (mr) grade of 4. It was noted p2 prolapse and enlarged left atrium. One ntr clip and one xtr clip were successfully deployed. Two total clips were implanted, reducing mr to 1. Then on (B)(6) 2021, during a review of images from the database, it was discovered that the ntr clip possibly became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Additional treatment has not yet been performed. No other information provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral valve regurgitation (mr) appears to be due to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.